Event description:
A hospital representative alleged inaccurate low results with their one touch ii hospital meter. A comparison was performed on a patient using the one touch ii and the lab. The results were 193 mg/dl (meter) and 395 mg/dl (lab). The patient was admitted for diabetic ketoacidosis and received IV insulin. No other information was provided.